Event description:
It was reported that during a laparoscopic adjustable gastric band procedure, the patient was seen in the emergency room (ER) in 2008 because of abdominal pain. A CT of abdomen revealed band slippage. Procedure performed on approx two months later was laparoscopic lysis of adhesions, attempt at band replacement or reposition of the band and band removal. Patient was discharged on the next day.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.